Event description:
The patient's peritoneal dialysis nurse called tech support with a question regarding a total ultra filtration of 1942 ml during a ccpd treatment. Nurse (B)(6) indicated that the patient had discomfort during a fill. In cycle 4, patient filled with 1500 ml and drained 3733 ml. Patient's treatment prescription is for 6 fills of 1500 ml. The pd nurse indicated that the large drain was the result of fluid accumulated from several negative ultrafiltrations during the treatment and had no treatment data to review. Patient was fine and able to complete the treatment. Patient had no adverse effects as a result.

Manufacturer narrative:
A medical review was performed on the information provided. A large intra-peritoneal volume drained at drain 4 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The device is currently undergoing evaluation and a supplemental report will be submitted.